Manufacturer narrative:
The microtip was received by the manufacturer with the evaluation taking place on december 12, 2016. Visual inspection found that the device had been received with the needle separated from the horn; however the needle was not returned for inspection. The needle had broken at the braze joint. Wear or damage to the needle section could not be verified (as it was not returned); however, slight damage was found at the case nose assembly, specifically where the sheath is over-molded. Small demarcations and stress cracks were observed indicating side load pressure of excessive force. The cause of the failure was determined to be mechanical stress caused by improper technique of the device operator.

Event description:
Per the information provided, the doctor noticed a different sound at about the 3:00 mark, but performance did not seem to be an issue. He completed the case around the 3:55 mark and noticed the cutting needle still embedded in the patient's tissue. It had become completely dislodged from handpiece. The doctor removed the needle and closed the procedure incision site as normal. There was no harm or injury to the patient caused by the failure.

Manufacturer narrative:
The device arrived on november 28, 2016 (monday). He is in the queue for evaluation. A supplemental MDR will be provided upon receipt of the evaluation results.

Event description:
Per the information provided, the doctor noticed a different sound at about the 3:00 mark, but performance did not seem to be an issue. He completed the case around the 3:55 mark and noticed the cutting needle still embedded in the patient's tissue. It had become completely dislodged from handpiece. The doctor removed the needle and closed the procedure incision site as normal. There was no harm or injury to the patient caused by the failure.